Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm which is off-label usage of the device, on (B)(6) 2019. The patient reported his cgm value was 180 mg/dl and he self-treated with insulin. An unknown amount of time after injecting the insulin, the patient¿s blood glucose dropped and the paramedics were called. The patient¿s bg per the paramedics was 45 mg/dl and unspecified treatment was provided by the paramedics. The event occurred two days after the sensor had been inserted into the arm. Although the patient alleged inaccuracies between the cgm and bg values, the bg value at the time the cgm displayed 180 mg/dl prior to the insulin injection was not provided. Additionally, the cgm value at the time the bg value was 45 mg/dl was not provided. The reported glucose values fall within the d zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.